Event description:
It was reported that this implantable device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Additional information was received, stating that the device was explanted and there were no patient complications or adverse effects reported. At this time, the product has been returned, this investigation will be updated once analysis is completed.

Event description:
It was reported that this implantable device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Additional information was received, stating that the device was explanted and there were no patient complications or adverse effects reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. A higher than normal current drain was observed. Electrical testing isolated the high current condition to a leakage path in the battery itself, which resulted in premature depletion of the battery. The short resulted in the memory errors identified in the laboratory setting, in the swollen battery, and in the clinically-observed reversion to safety mode operation. Analysis concludes the device's battery identified an internal short, which was caused by a tear in the cathode insulating tube. The findings are a known issue on the ingenio battery. Design changes have been implemented to prevent this failure.